Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during tympanomastoidectomy procedure, during critical part of the case the nim was not responding. Hcp can visualize a dehiscent facial nerve and in manipulating under direct visualization it there was no feedback from the nim. The worrisome part is that there was no error on the nim to indicate its not working. It still worked when "tested". Medtronic electrodes were used. No paralytics. Patient was spontaneous breathing and intubated using lma. No preoperative facial weakness noted. The electrode check was performed, before and it was normal. Two monitoring channels were used. Electrodes was placed in obicularis oculi and obicularis ores. The monitor failed to alert hcp when on or near the nerve. The main trunk of the facial nerve was exposed (tympanic segment). Disease of being peeled off the dehiscent nerve creating traction. Tested prior by stimulating the obicularis oculi and oris to elicit a signal response and making sure we hear the alarm and see the emg reading. The nerve was visible and still the nerve monitor was not alerting me. Hcp continued the rest of the case without relying on the nerve monitor. There was no patient impact. Additional information received that the electrodes passed the electrode impedance check at the start of the procedure. There was no known connection issue, and no alerts on the screen that they noticed. No stimulating probe was used during the surgery. The device is still in use and working as intended. A custom mastoid setting using 24 hz as the high pass filter was setup for future use. No known troubleshooting was performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.